Manufacturer narrative:
Qn#(B)(4). Additional information received: the product was used during robot assisted radical prostatectomy. During the procedure it was noticed that the product did not open completely by itself. To make it fully open the nurse took the handle and forced it to fully open as when opening a pair of scissors by pushing the two parts of the handle apart. The clip was not placed around a vessel but around vessel containing tissue. The pliers could release the clip but not open so the staff could completely remove the pliers from the clip. No clips fell into the patient. The procedure could be completed by the assistant opening the plier as described above.

Event description:
It was reported that the hem-o-loc does not open completely after a clip has been placed. We have the product available to be sent in return to teleflex. Clinical consequences: no patient injury has been reported.

Manufacturer narrative:
Qn#(B)(4). Upon review of the device history records for the affected lot number, we can confirm that both the correct material and correct components had been used and that the instrument meets the product specifications. All process steps were found to have been properly documented. A functional test was performed , and everything found good. As we cannot replicate the problem , we are unable to determine a root cause. No further measures will be initiated. However, we will continue to monitor and trend relating complaints.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the hem-o-loc does not open completely after a clip has been placed. We have the product available to be sent in return to teleflex. Clinical consequences: no patient injury has been reported.